Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, lot# unknown, implanted: (B)(6) 2017, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer regarding a patient implanted with an external neurostimulator (ens). It was reported they had blood in their underwear. The patient noted blood at the incision site. It was noted the patient began the trial on (B)(6). Additional information from the patient on (B)(6) reported they had urgency to go, but could not go. The patient stated that sometimes he had problems going that he wore a pad. The patient stated that he thought that his problem was his sugar; that when it was too high he voided more. The patient stated he had walked a lot on the (B)(6). There were no further complications that have been reported as a result of this event.